Event description:
Customer received free t3 result of >32.55 pg per ml, which does not fit with the clinical picture of the patient. No information provided to determine if patient was adversely affected.

Manufacturer narrative:
Investigation of the patient sample verified the customer's results. Antibodies to the idiotype of the elecsys free t3 assay antibody, which most likely caused the high ft3 value, have been identified in the sample.